Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump was alarming motor error during manual prime. Customer's blood glucose was 222 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI. Customer does use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis. Customer reported via email on (B)(6) 2015, it was his second occurrence the insulin pump alarmed motor error.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.